Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to address the occlusion alarm. Customer¿s blood glucose (bg) level was 600 mg/dl. After attempting to deliver a bolus to address elevated bg, customer went to the emergency room and was subsequently hospitalized. Manual insulin injections and intravenous therapy were administered. The issue was resolved and customer was discharged on 12/6/2019 with no permanent damage.